Manufacturer narrative:
Integra lifesciences engineers completed a thorough investigation of the returned unit and provided the following: the engineers were unable to duplicate or confirm end users' reason for repair. The unit operated normally during functional testing; 80# torque knob tested good under pressure; ratchet ext. Arm has no visible cracks; the lock had rotational and lateral movement and index knob was cracked and would not have caused the unit not to lock. The large starburst teeth are in good condition also needs heli-coils. Rocker arm passes go nogo gage; all other components are functional. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
A female patient was prepped and positioned with a 40a 1059 mayfield skull clamp when it was found that the unit would not lock. The unit was replaced without further incident and there was no delay in the procedure. No patient injury was confirmed.